Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further pertinent information be provided.

Event description:
It was reported that pacing failure has been observed several times since the pacemaker implant procedure. The episodes particularly occurred during bedtime. The pacing thresholds have been observed to increase gradually, nonetheless, the values are good. Pacing impedance showed to be low within normal limits. During a patient check, it was confirmed that the pacing failure occurred when patient was lying down. There is reasonable evidence suggesting a lead microdislodgement as the lead contact appears to change in relation to posture. The issue will be observed until the lead adheres. No adverse patient effects were reported.